Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During syringe testing and check calibration verification on both quality control slugs, the reported problem was duplicated. However, the root cause of the reported issue was found to be that the main board does not operate as intended, it was a refurbished main board was replaced previously. Replaced main board and performed syringe test which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was an barrel clamp error service warranty. No patient injury was reported.